Manufacturer narrative:
H2: additional information: block h6 (device codes). Block h6: device code a0402 captures the reportable event of balloon burst. Device code a0501 captures the reportable event of balloon detached. Block h10: investigation result a visual examination of the returned complaint device found that the balloon and the catheter did not have any damages. Functional analysis was performed, and the balloon was inflated without a problem; however, the balloon would not hold pressure due to a pinhole in the distal section of body of the balloon. The found pinhole problem does not confirm the reported event of balloon burst; however, the problem found could have been interpreted by the customer as the reported event of balloon burst. It is possible that the technique used by the physician and/or the interaction with the scope when the physician advanced the balloon could have caused that the balloon was burst during the procedure. Therefore, the most probable root cause is adverse event related to procedure. A review of the device history record (DHR) was performed and confirmed that this device met all material, assembly and performance specifications. A labeling review was performed and from the information available, this device was used per the instructions for use (IFU)/product label.

Event description:
It was reported to boston scientific corporation that a cre pro wireguided dilatation balloon was used during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6) 2021. During the procedure, the balloon burst. Reportedly, a piece of the balloon detached inside the patient and was removed with the scope. The procedure was completed with another cre pro wireguided dilatation balloon. There were no patient complications reported as a result of this event.

Manufacturer narrative:
(B)(4). The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that a cre pro wireguided dilatation balloon was used during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6) 2021. During the procedure, the balloon burst. Reportedly, a piece of the balloon detached inside the patient and was removed with the scope. The procedure was completed with another cre pro wireguided dilatation balloon. There were no patient complications reported as a result of this event.